Event description:
Failed no sensor [device issue]. No adverse event [no adverse event]. Case description: this initial non-serious, device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called ikaria technical services (ts) regarding a device issue of failed no sensor alarm with inomax dsir number (B)(4). The device was reported to be in use on a patient at the time of the device issue and no harm to the patient was reported. Inomax dsir number (B)(4) was removed from service and returned to ikaria for service evaluation. Investigational results were received on (B)(4) 2014.

Manufacturer narrative:
On (B)(6) 2014, a respiratory therapist (rt) called ikaria technical services (ts) regarding a device issue with inomax dsir number (B)(4). The device was reported to be in use on a patient at the time of the device issue and no harm to the patient was reported. (Complaint-(B)(4)). Device investigation was completed on (B)(4) 2014. Evaluation summary: inomax dsir number (B)(4) was returned to the manufacturer for service investigation. The ikaria regional service center (rsc) reviewed the service log and findings confirmed the reported complaint of a failed no sensor alarm. The service log review also revealed a failed low no cell calibration immediately preceding the failed no alarm. The failed low no cell calibration had low point: (833) counts above the allowed maximum 655. The rsc investigation did not experience the reported complaint of a failed no sensor alarm. The rsc did perform successful low and high calibrations and replaced the no cell as a precautionary measure. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. (B)(6) 2014: this case did not result in an adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).